Event description:
This is the first report of two from the same facility. Dr. (B)(6) reported that a patient had an initial inflammation and swelling post radiesse injection in the nasolabial fold that developed into infection. The patient was treated with oral cipro, oxyacetylene and acyclovir; doses, frequency and duration were not reported. Dr. (B)(6) stated that he added 0.2 cc of 1% lidocaine to the media prior to injection. The patient fully recovered. No additional information is expected as the patient fully recovered.

Manufacturer narrative:
The device history records for lot 1025274 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.